Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. It was unable to verify the unexpected restart alarm due to the button/keypad anomaly. Moisture damage was found on the electronics. The device was also received with cracked display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he dropped the insulin pump into the sink with water. He dried it off ran a selftest and about 3 to 4 hours later he received an unexpected restart alarm and was unable to clear it. The customer stated that only the esc button was working. He confirmed that numbers on the screen were not ramping or the scroll bar moving without input and the time on the screen was advancing. Customer's blood glucose value was 130 mg/dl. He was advised to have the customer discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.